Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic assisted-distal gastrectomy procedure, the device was able to be used from the beginning of the procedure until 10th firing without a problem, however on the remaining clips, the device would not load even the handle was squeezed. The surgeon then used another device to resolve the issue in order to complete the case.